Event description:
It was reported that the transmitter was having unresolved read error when attempting to connect with the implantable cardioverter defibrillator. No wireless communication could be established. Issue was resolved by patient sending manual transmissions while placing wand over the device every 3 months.